Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during post-dilatation of an unspecified vessel, the agiltrac balloon ruptured at unspecified atmospheres. There was no adverse patient effect reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). (B)(4). Evaluation summary: a thorough analysis of the product is not possible because the product was not returned to abbott for investigation. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, interactions with other products, patient anatomy, lesion calcification, lesion tortuosity, or insufficient preparation prior to use. The lot history record (lhr) for this device was reviewed and no non-conformities were identified. The lhr on-line destructive testing showed acceptable product rupture values per the product specification. A query of the complaint database showed no previous incidents for this part and lot number combination. No discrepancies were reported or observed by the account during the preparation or inspection of the product prior to use. A pre-existing hole/rupture in the balloon would likely have been detected during an instructions for use directed preparation or inspection of the product. During production, all balloon catheters are visually inspected, leak tested, and pressurized to rated burst pressure. No manufacturing quality deficiencies were observed. No specific cause for the balloon rupture could be determined; however, the event appears to be procedural related.